Event description:
During evaluation of a returned novum iq syringe pump, the pump failed a downstream occlusion sensor test. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the barrel clamp sensor test and the downstream occlusion sensor test were found to be failing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be cracked barrel clamp outer shell. The barrel clamp sensor and the plunger assembly require replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.